Manufacturer narrative:
9/21/2015 integra investigation completed. Method : failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: issued (B)(4) 2013 for nonconforming product. Health hazard evaluation history: hhe-926 effective (B)(4) 2010. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer initially reported the cord caught fire at the box. (B)(6) 2015 customer reports that the surgeon was performing a laparoscopic cholecystectomy. The device was in use 2-3-minutes before the cord began to spark and smoke at the adaptor. The doctor was cutting the gallbladder with the j hook. The cable was connected to the conmed esu system 5000, sn (B)(4) on one end and the j hook on the other end. No harm to anyone.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the cord caught fire at the box. On (B)(6) 15 customer reports that the surgeon was performing a laparoscopic cholecystectomy. The device was in use 2-3-minutes before the cord began to spark and smoke at the adaptor. The doctor was cutting the gallbladder with the j hook. The cord fell in the floor and the nurse stepped on it to put it out. The cable was connected to the conmed esu system 5000, sn (B)(4) on one end and the j hook on the other end. No harm to anyone.